Event description:
The user facility reported the vitrectomy cutter had inadequate cutting action during surgery. The facility could not provide the date of the event. There was no medical intervention of treatment required.

Manufacturer narrative:
Evaluation completed. One opened (B)(4) pack from lot u9264 was returned. The pack was complete with all components. The tubing was wadded and tangled up inside the pack tray. The vitreous cutter tip protector was not returned. The needle was slightly bent 5 degrees or less. The port window was in the opened position. There was dried solution visible in the aspiration line. The back cap was aligned correctly with the vent hole in the side of the cutter body. A functional test was performed using a stellaris pc system. The cutter had good clean cuts at various cut rates and aspirated as required. The sterilization and lot history records have been reviewed and found to be acceptable. Report 1 of 4. See 1920664-2013-00096, 00097 and 00098.